Event description:
It was reported that the patient with this pacemaker system was experiencing palpitations, shortness of breath and chest pain. Technical services (ts) was consulted and noted right atrial (ra) undersensing and oversensing. The representative was contacted and reported this pacemaker system is currently exhibiting normal device function. This pacemaker system remains in service. No additional adverse patient effects were reported.